Manufacturer narrative:
At analysis the touch screen was calibrated, new software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer's screen was unable to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.